Event description:
Additional information received indicated that programming changes were made. There were no adverse consequences to the patient. The patient will continue to be monitored remotely.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, far p-wave oversensing episodes were observed during r wave sense tests. The patient was asymptomatic. Programming changes and further testing were recommended.